Manufacturer narrative:
Additional information is provided in sections h.6 and h.10. A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the sterilization records indicates that the product was sterilized and released according to the product's acceptance criteria. Because a sample was not received and the DHR review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All handpieces are 100% visually inspected prior to being released from the manufacturing facility. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
FDA patient event code "3167" was incorrectly selected and has been removed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the fourth of seven reports for this reported patient event. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient experienced toxic anterior segment syndrome (tass) following a cataract extraction procedure. The patient presented post-operative day one with inflammation, hypopyon and corneal edema. Upon examination of the patient, the surgeon noted 4+ aqueous cell, and 3+ vitreous inflammation. The patient was treated with additional steroid eye drops. No cultures were performed. The patient's symptoms have resolved. This report represents the three of three patients for this surgeon.